Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cerebrovascular accident (cva) like symptoms and an arrhythmia. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) and high atrial thresholds. It was also reported that the rv lead exhibited diminished r waves. The leads remain in use. No patient complications have been reported as a result of this event.